Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient encountered low blood glucose level and the patient ended up requiring emergency services (she spent three hours in the emergency hospital but was not hospitalized). The symptoms customer reported was almost lost consciousness, shivering, cold sweats, could not focus his eyesight could hardly speak. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.